Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after adjusting the parameters the patient's dyskinesia alleviated. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient had poor postoperative movement on (B)(6) 2017 which included dyskinesia and bradykinesia during their off-med period. As a result the patient was admitted to the hospital from (B)(6) during which the device was reprogrammed. The patient outcome was noted as recovering/resolving. No further complications are anticipated.